Event description:
A sensor guidewire was used for the purpose of placement of a dy silicone porges stent (non bsc device). According to the complainant, "while pulling back the guidewire approximately 5cm of the hydrophilic coating broke off and remains within the placed stent." It was also reported that according to the physician "it could be that the piece will come out by urinating" and it is felt "there is no risk to the patient at this moment." The piece of guidewire is visible under x-ray. It is unknown when the stent is planned to be removed.

Manufacturer narrative:
Although, the complainant has indicated that the suspect device will be returned for evaluation, the device has not been received. Therefore, a failure analysis is not available and the relationship between the device and the event is undetermined. A device history record review will be provided in a supplemental report.